Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who confirmed that the pump was part of a field correction, completed online form on customer¿s behalf, provided pump reset instructions, and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.